Manufacturer narrative:
Reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the setting of vvi 30 was programmed only for the procedure. The patient went into cardiac arrest after the atrial port was separated from the device and before the ventricular port was separated.

Event description:
It was reported that a patient presented with loss of capture noted on the pacemaker and right ventricular lead leading to cardiac arrest. Emergency pacing was performed. The device was explanted and replaced on (B)(6) 2025. The lead remained in use with the new device. No further adverse patient consequences were reported.